Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly. Customer declined troubleshooting with tandem technical support, and declined to provide further information.

Manufacturer narrative:
Device was returned; however. Investigation was not performed.